Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend (vse) jaws failed to close, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found the primary failure of spring dislodged to be related to the custom reported complaint. The instrument was found to have a dislodged grip return spring inside the housing. As a result, the grip would not close when the grip open lever is manually articulated. The instrument was placed on the in-house system and failed to initialize. As a result, the instrument could not be tested for intuitive motion. Additionally, the instrument was found to have a loose grip cable at the proximal end, likely due to the dislodged spring. The instrument was found to have an initialization failure based on log review but was not replicated during in-house testing and during in-house testing. A review of logs showed two 22026 error codes, indicating the vessel sealer failed during homing on patient cart control (psc) & transform processor (pctp). The instrument was placed on an in-house system and failed to initialize on both attempts. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.111". No conductor wire damage or snake wrist damage was found. There was light bio debris found at the instrument tip. A review of logs showed 0 blade exposed failure(s). Upon visual inspection, the jaw ceramic dots were visible, and the knife slot measured at 0.026". After manually retracting the blade, the instrument was placed on the in-house system and continued to fail self-test. The complaint regarding the vessel sealer extend (vse) jaws failed to close was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) jaws failed to close after multiple attempts. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.